Event description:
It was reported that a patient had over 50 cellulite dimples treated with aveli. At 6 weeks post treatment, it was reported that the patient is experiencing some residual shadowing (bruising) and had a seroma where 40cc's had to be aspirated. It was reported that the patient is experiencing what she describes as "marbles" under the surface of her skin and that she began massaging herself ~2 weeks prior per the surgeon's recommendation. Patient reported indurations the size of a golf ball that can be seen through her clothes.